Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was over 600 mg/dl and was taken to the hospital for assistance. Customer stated that her insulin pump was not working correctly it was registering and saying yesterdays information. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.